Event description:
The reporter contacted animas on (B)(6) 2012 alleging that starting about one week ago, the up arrow keypad button began to respond intermittently when pressed and requires multiple presses with excessive force to evoke a response. The reporter denies exposure to water. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow keypad button was noted to be unresponsive. The down arrow, ok and contrast keypad buttons had intermittent response when pressed and required excessive force to evoke a response. The keypad cover was removed for investigation and revealed visible contamination under all the key contacts. No hypersensitive or inverted contacts were observed. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was visible corrosion noted in the battery compartment. The pump cover was removed for further investigation with no additional moisture found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.